Manufacturer narrative:
Evaluation results: (endoleak), evaluation conclusion: (shelf of calcium at the proximal end of the aortic neck). (Required secondary intervention).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Aneurysm morphology was not reported. There was a shelf of calcium at the proximal end of the aortic neck. It was reported that the bifurcated stent graft was successfully implanted followed by deployment of a contralateral limb. The quick release button was released and the nose cone was retracted for removal of the delivery system. The nose cone retracted a few centimeters and stopped, it appeared to be stuck (see MFR # 2953200-2009-00643). The deployment handle was used to retract the nose cone into the graft cover follow by removal of the delivery system from the patient. An angiogram was shot which showed there was a type 1 endoleak at the proximal end of the bifurcated stent graft. This was successfully resolved by implanting an aortic cuff. The delivery system was discarded after the procedure. No additional clinical sequelae were reported and the patient is fine.